Event description:
Caller states patient tested 6.1 inr on the coaguchek system and 3.6 inr on a comparison lab. Coumadin was held while waiting for lab result to return. No adverse event reported. Requested return of suspect system and replacement was sent.